Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a coronary artery bypass grafting, while trying to combine the ribs while using a continuous suturing technique, the needle of the device broke. Another package was opened and the 2 of the needle in the package also broke. Another device was used to resolve the issue. No patient harm.